Event description:
Reportedly, when the stapler handle was squeezed, a staple jammed in the cartirdge. Then the device broke and staples fell into the patient cavity. All staples removed. No pt injury.